Event description:
Pt augmented approx 6 years ago appears to have a leaking left implant, extra skin right breast after child birth = double bubble effect and ptosis - desires revisioned surgery bilaterally. Pt underwent bilateral capsulectomy with implant removal augmented with mentor saline implants.